Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation,'), device breakage ('breakage/expulsion ¿ breakage') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 10 months after insertion and 2 years after removal of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, complication associated with device, back pain and allergy to metals outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication associated with device, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted on start date (B)(6) 2015 and stop date (B)(6) 2015. Patient received treatment for breakage, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. No lot number was received in this case. We conducted a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation,'), device breakage ('breakage/expulsion ¿ breakage') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 10 months after insertion and 2 years after removal of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), complication associated with device ("device complications"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, complication associated with device, back pain and allergy to metals outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication associated with device, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on start date (B)(6) 2015 and stop date (B)(6)2015. Patient received treatment for breakage, migration quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new event back pain, breakage, nickel allergy was added no lot number was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), device dislocation ('migration') and fallopian tube perforation ('perforation,') in a 41-year-old female patient who had essure (batch no. A67123) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis uteri. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 2 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("back pain"), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding") and complication associated with device ("device complications"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, back pain, allergy to metals and complication associated with device outcome was unknown and the dysmenorrhoea, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication associated with device, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013 and (B)(6) 2013. Discrepancy noted in start date (B)(6) 2015 and stop date (B)(6) 2015. Patient received treatment for breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: specimen: a. Endocervical curetting b. Endometrial curetting c. Portions of bilateral fallopian tubes clinical history and diagnosis: pelvic pain operation: hysteroscopy, d&c & bilateral partial salpingectomy gross description: each fallopian tube segment contains an essure implant removal bilateral essure devices: gross only. Final diagnosis: a. Endocervical curetting: - fragments of benign endocervical tissue. B endometrial curetting: - secretory endometrium, postovulatory day 6. C. Portions of bilateral fallopian tubes, bilateral salpingectomy: - bilateral fallopian tubes completely transected. - removed bilateral essure devices, gross only. Most recent follow-up information incorporated above includes: on 21-feb-2020: plaintiff fact sheet received : essure lot number and event dates added. Event of genital haemorrhage downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/expulsion ¿ breakage'), device dislocation ('migration') and fallopian tube perforation ('perforation,') in a 41-year-old female patient who had essure (batch no. A67123-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis uteri. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 2 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain ("back pain"), allergy to metals ("nickel allergy"), genital haemorrhage ("abnormal bleeding") and complication associated with device ("device complications"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, back pain, allergy to metals and complication associated with device outcome was unknown and the dysmenorrhoea, abdominal pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, complication associated with device, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2013. Discrepancy noted in start date (B)(6) 2015 and stop date (B)(6) 2015. Patient received treatment for breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 04-dec-2015: specimen: a. Endocervical curetting. Endometrial curetting. Portions of bilateral fallopian tubes. Clinical history and diagnosis: pelvic pain. Operation: hysteroscopy, d&c & bilateral partial salpingectomy. Gross description: each fallopian tube segment contains an essure implant. Removal bilateral essure devices: gross only. Final diagnosis: endocervical curetting: fragments of benign endocervical tissue. Endometrial curetting: secretory endometrium, postovulatory day 6. Portions of bilateral fallopian tubes, bilateral salpingectomy: bilateral fallopian tubes completely transected. Removed bilateral essure devices, gross only.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation,") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation ("migration"), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and complication associated with device ("device complications"). The patient was treated with surgery (remove the essure) and surgery (remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, genital haemorrhage and complication associated with device outcome was unknown. The reporter considered complication associated with device, device dislocation, genital haemorrhage and perforation to be related to essure. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-nov-2017: event medical device removal was deleted and event migration, perforation, abnormal bleeding, pain was added with essure start and stop date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('perforation,') and genital haemorrhage ('abnormal bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 2 years 10 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and complication associated with device ("device complications"). The patient was treated with surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation and complication associated with device outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, complication associated with device, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted on start date (B)(6) 2015 and stop date (B)(6) 2015. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs received. Reporter and updated suspect drug indication. Events vaginal bleeding, menorrhagia, dysmenorrhea (cramping), abdominal pain and plaintiff did not undergo essure confirmation test added. Previously reported event perforation nos updated to fallopian tube perforation as removal surgery was reported as bilateral salpingectomy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.